Manufacturer narrative:
The reported 7mm bone tunnel plug intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, plug broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied during use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported, during an unspecified surgery, the bone tunnel plug broke its tip inside the joint. The fragment was removed. It is unknown if/how the surgery was completed. The surgery was not delayed. The patient was not injured.